Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified the customer's reported issue and found the thermal switch to be defective. The stm replaced the thermal switch and performed all calibration, functional and safety tests which passed per factory specifications. The iabp was then returned to the customer and cleared for clinical service. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that upon power up, the cs300 intra-aortic balloon pump (iabp) generated a "maintenance required code #4" message. There was no patient involvement and no adverse event was reported.